Manufacturer narrative:
(B)(4). The cause of the system error 2240 was determined to be a leak in a disposable. As the sample was not returned, a complete device analysis cannot be performed. The cause of the leak could not be determined with the available information. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during use. The home patient (hp) observed fluid behind the hc and thought that the bags must have leaked, but the hp could not determine the source of the leak. There was no patient injury or adverse event associated with this report. No additional information is available.